Manufacturer narrative:
Insulin pump unable to prime during prime/delivery test due to faulty forced sensor resistor. Pump passed displacement test, rewind test, basic occlusion test, self-test, and unexpected restart error test. No audio/beep anomaly noted. Pump passed all operating currents tested with in the specification range and passed off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer being hit while on power wheel chair and landed in a ditch of water and liquor was poured on her. Customer reported that as a result, there was moisture under display screen and battery did not last a day as the battery compartment was broken. Customer also reported that insulin pump was not delivering as it should. Customer's blood glucose was 126 mg/dl. Customer was advised that insulin pump would need to be replaced.